Manufacturer narrative:
There is no indication that the valve has been explanted. Investigation is ongoing. Valve remains implanted.

Event description:
As reported by field clinical specialist, 9 years and 8 months post implant of the 26mm sapien valve in the aortic position, the valve requires a valve in valve procedure. A valve in valve has not yet been performed as the patient is getting repeat blood cultures prior to proceeding. From a consult nine years and six months post procedure: he was just admitted to the va for osteomyelitis requiring more amputation on the right side and currently receiving IV antibiotic schedule to finish. He was told there that his aortic valve is not working anymore but the va hospital advised against treatment. He elected to come back to the implanting hospital and discuss his valve issues. Repeat echo yesterday suggested significant progression of degenerative structural disease of the prosthesis with mean gradient of 38 mm hg and a valve area of 1.1 consistent with moderate to severe prosthetic dysfunction. His lv function continues to be normal. Regarding symptoms, the patient reports over the last several months he has progressive dyspnea on exertion. He also reports significant fatigue and lightheadedness with exertion.

Manufacturer narrative:
Update to b4, g3, 6, h2, h6 an h10 to reflect no product investigation was performed. The valve remains implanted. As no device was returned, no visual inspection, functional testing, or dimensional testing could be performed. No imagery was provided. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. Therefore, no device history review or lot history review is required. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The valve degeneration/deterioration was confirmed. However, complaint history review is not required for devices implanted 5 years or greater with thickened leaflet and structural valve deterioration reported as the complaint. The IFU for the retroflex 3 delivery system with sapien thv was reviewed. It warns ''accelerated deterioration of the bioprosthesis may occur in patients with an altered calcium metabolism.'' No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The valve degeneration/deterioration was confirmed based on medical record. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect contributed to the event. As reported, ''9 years and 8 months post implant of the 26mm sapien valve in the aortic position, the valve requires a valve in valve procedure'', and ''repeat echo yesterday suggested significant progression of degenerative structural disease of the prosthesis with mean gradient of 38 mmhg and a valve area of 1.1 consistent with moderate to severe prosthetic dysfunction. His lv function continues to be normal. Regarding symptoms, the patient reports over the last several months he has progressive dyspnea on exertion. He also reports significant fatigue and lightheadedness with exertion''. Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), and device degeneration are listed in the instructions for use for the thv procedure and are known potential risks associated with the device. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, the svd is likely due to valve stenosis (ava 1.1cm2 with mean gradient 38mmhg). However, due to limited information provided, the reason behind valve stenosis remains unknown at this time. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. Since no edwards defects were identified, no corrective or preventative actions are required. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.